Event description:
Due to a problem with a leakage from the abl820 inlet the customer decided to perform a protein removal with a standard hypochlorite solution. According to the operator manual (p. 7-21) the protein removal program should be selected on the analyzer, and then a syringe containing 0.5ml hypochlorite solution should be placed in the inlet. The user must then press start and the analyzer will run the program. In this case the user tried to inject the hypochlorite solution into the inlet, and since no pumps were running as the program was not started, the hypochlorite was sprayed in his face. The user did not wear eye protection and he therefore got hypochlorite in his eye. The affected user flushed his eye for 15 minutes and reported to emergency room where he was checked and released. He has afterwards stated that he is doing fine. Ref MFR# 3002807968-2014-00020.